Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 10 months post index procedure with complaints of back pain. A CT was performed where physician observed a type ib endoleak due to growth of the right common iliac artery since initial implant. It was noted that the initial implant procedure was successful with no endoleaks. The patient was transferred to baylor st. Luke's in houston where physician there elected to perform a re-intervention by placing coils in the right hypogastric and extended the right iliac limb with an additional ovation limb. The re-intervention was successful and patient is reported as doing well. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be anatomy related due to the pre-existing calcifications in the right common iliac artery. Procedure related harms could not be identified due to a lack of medical records surrounding the secondary procedure. The final patient disposition was reported to be in favorable condition and there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).